Event description:
Patient noted left deep medial groin pain six months ago. One month ago, radiographs showed that the ball was subluxated and there was suspicion that the liner had disengaged as well. It was determined that the patient required revision of entire cup and such was performed. In the course of the procedure, it was noted that prior to removing the antabulum and dislocating he hip, that the acetabular liner was broken anterosuperiorly and there were 3 small fragments and the remainder of the liner present.